Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the por message was not determined. The rep met with the patient and cleared the por and the issue was resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for non-malignant pain. Patient received a power on reset (por) message. The environmental/external/patient factors that may have led or contributed to the issue are not known. An appointment was made to see the patient on (B)(6) 2018. The issue was not resolved at the time of the report; the patient will be seen. No patient symptoms were reported and no further complications have been reported as a result of this event.